Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached catheter was confirmed and the cause appeared to be manufacturing-related. The product returned for evaluation was one 4fr s/l groshong catheter. Usage residue were observed throughout the sample. The catheter was received fully detached from the assembled two-piece connector. Microscopic inspection of the outside of the connector did not reveal any mechanical damage. Following disassembly of the connector, inspection of the metal cannula revealed abundant blood residue. No compression sleeve was observed. Following longitudinal bisection of the distal connector segment, the compression sleeve was confirmed to be missing. No mechanical damage was observed. The catheter detachment was caused by the lack of a compression sleeve within the distal connector segment. The lack of mechanical damage or other evidence of potential mis-handling suggested that the sleeve may have been omitted during device assembly. Photographs of the sample have been forwarded to the manufacturing site. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported: "during the hyper-pressure flushing, the system between the catheter holder and the catheter became detached. Clinical consequence observed: removal of the device. Pressure point the hemorrhagic area. Establishment of a new parenteral feeding system "

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv1285 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported: "during the hyper-pressure flushing, the system between the catheter holder and the catheter became detached. Clinical consequence observed: removal of the device. Pressure point the hemorrhagic area. Establishment of a new parenteral feeding system "